Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was exhibiting noise, impedance issues, insulation issue, and oversensing. A new rv was successfully implanted. No additional adverse patient effects were reported.